Event description:
It was reported the pt's left side ins was removed due to infection. The pt's right side device remains implanted. The pt was at home in good condition. Additional info has been requested but was not available on the date of this report.